Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of hush1734 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "broviac noted to be split by father of child. Admission to hospital, IV antibiotics, waited 24 hours until repair kit obtain. Broviac repair.